Event description:
It was reported that when stimulation got too high it paralyzed the patient¿s foot and leg. This started when the patient had the trial and their trial was on (B)(6) 2014. The patient went to the emergency room (ER) because they thought the patient maybe had a blood clot, but they didn¿t. They told the patient it was because the stimulation was too close to their tailbone. The patient had a neurologist they saw for migraine headaches so their health care provider (hcp) sent the patient to them. The neurologist said it was from nerve damage and it would go away with physical therapy and the neurologist cleared the patient to have the implant. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).